Event description:
(B)(4). Allergies, constant headaches, pain through out body, falling, painful periods, no periods, clotting periods, blurred vision, pins and needle pains, constant muscle weakness dry skin, immune disorders.